Manufacturer narrative:
It was reported that the customer's system displayed "processing error: reader error occurred" twenty (20) minutes after loading a vitek® 2 ast card into the instrument. The testing of the ast card remained at status "preliminary" in the vitek 2 software. This occurrence led to a delay in reporting the results associated with the ast card. A field service engineer (fse) visited the customer site to evaluate the reported issue. The fse observed the test cards were being obstructed by the reader ledge when they were ejecting. Details within the provided instrument logs, lab report and alarm history support the determination that the reader carousel was misaligned to the reader head. The fse performed a carousel alignment, and then processed engineering test cards to confirm proper functionality.

Event description:
A customer in (B)(6) notified biomérieux of obtaining delayed ast results with vitek® 2 reagents while using the product vitek 2 module EU (ref 27202, serial number(B)(6)). The customer has reported a reading error on the vitek 2 instrument; the message was processing error: reader error occurred (error code 63). This issue led to delayed results with a duration greater than 24 hours. It was reported that the customer only uses one type of card on this instrument (ast-p660). The customer doesn´t know if the late results have affected patient care. At the time of this assessment, there is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. Biomerieux will initiate an internal investigation.